Manufacturer narrative:
(Concomitant product): hmii lvad, serial # (B)(4). Approximate age of device - 3 years and 8 months (calculated based on when system controller was issued to patient). The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that on the early morning hours of (B)(6) 2018, the system controller alarmed "system controller clock not set". The patient denied any alarms prior to or after this time. The patient is not hard of hearing and level of consciousness was not altered. During a clinic visit, device interrogation revealed a pump stop alarm prior to re-starting with the "system controller clock not set" advisory alarm. It was reported that the patient stated they were awake during this time and denied hearing the alarm. In addition, it was reported that the patient is careful to ensure that the system controller is not in a place it can be muffled. Check of the alarms in clinic did not reveal alteration. The patient was reported to be asymptomatic. The patient's primary and backup system controllers were exchanged. The manufacturer¿s technical service representative reviewed the submitted log file and observed low voltage advisory alarms on (B)(6) 2018 that were caused by batteries depleting past the advisory alarm to hazard alarm. On (B)(6) 2018 at 22:54 a low battery hazard alarm was captured. At 23:18, the system controller's internal battery began providing power to the pump as all external battery power had been depleted. On (B)(6) 2018 at 0:17 is the last line item recorded prior to the pump stopping and the system controller clock resetting to the default time stamp of 1/1/2001 at 1:00. The internal battery supported the vad system for approximately 59 minutes before it was depleted. Once fresh batteries were installed the pump and system controller returned to operating at the set speed of 9000 rpm. The technical service representative was unable to determine how the long the pump was off for since the timestamp has reset. The remainder of the log file was filled with yellow wrench alarms indicating ¿real time clock not set¿. No additional information was provided.

Manufacturer narrative:
Section h4: additional information. Manufacturer's investigation conclusion: no product was returned for evaluation. The report of a "system controller clock not set" advisory alarm was confirmed through the analysis of a submitted data log file. The log file contained approximately 18 days of data (dated (B)(6) 2018 - (B)(6) 2018, according to the timestamp). However, the exact length of the log file could not be conclusively determined due to the system controller's clock becoming reset. The system controller used at the time of the reported event was not returned for analysis. Multiple attempts to obtain the product were unsuccessful. As a result, the root cause of the reported event could not be conclusively determined nor correlated to a device related issue. However, based on previous complaint experience, the event appeared to be a result of user error in switching power sources. As an added observation, it was noted that the system controller operated on battery support for approximately 18 consecutive days, including night hours when the patient was most likely to be asleep. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.